Event description:
It was reported that the ilet pump¿s display showed horizontal bars across the screen, making portions of the screen difficult to read, while the pump continued to operate; no physical screen damage was observed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a display visibility issue consistent with a difficult-to-read screen associated with the touchscreen component, with ambient light interaction identified during review. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.